Manufacturer narrative:
Based on post-market surveillance data and investigation at manufacturer's site an excessive external force must first compromise the integrity of the safety side prior to breaking it. This is in line with information provided on circumstances and side rail condition. According to instruction for use citadel plus (IFU, 831.374-en rev. 13): "to avoid equipment failure or damage, do not use the side rails to move the bed." To sum up, the side rail of the bed was detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall. No injury was reported.

Event description:
At the time of pick up arjo service technician noticed that the side rail of the citadel plus bed frame was detached. Plastic panel was ripped off from mounting screws. The photographic evidence provided confirmed reported malfunction. No injury was reported. Arjo consultant was informed by a nurse that this damage occurred during patient transfer by outside ambulance company.